Manufacturer narrative:
A review of the sample device was performed. An inspection found that the hub leaked through a crack, confirming the customer''s complaint. Based on the physical examination, the most likely cause of the break is excessive tensile force, possibly during use. Since the root cause cannot be determined as a design or manufacturing issue, a corrective action will not be taken at this time.

Manufacturer narrative:
Sample device was returned to argon on 2/14/2020 and sent out for sterilization. A follow-up report will be provided once the device is sterilized and an evaluation can be performed. Expected date of follow-up report will be 3/13/2020.

Event description:
We have two failed PICC lines in our nicu last week. They are cracking at the hub. Update : 1/30/2020 ¿ sent email to shadley oakes regarding availability of product to be returned to argon quality for product evaluation/investigation. 1/31/2020 @ 09:14 received email from shadley oakes, product was returned per argon instructions.